Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door would not open. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.